Event description:
A malfunction alarm designated as "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.